Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who posted anonymously on social media that they underwent 2 surgeries to reposition a dislocated light adjustable lens (lal) and then a third surgery to explant the lal. Due to the patient's anonymity and limited information available, rxsight is unable to determine if this complaint has been previously reported in a medical device report.